Manufacturer narrative:
Additional information: a4, b5, g3, h3, h6 (rfr, fdd) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, the patient was admitted to the hospital due to dizziness and fatigue for 20 years, which worsened with low back pain and dysfunction of food intake and excretion in the body for 2 days. The diagnosis was chronic kidney disease stage 5, chronic renal failure uremic stage, chronic kidney disease stage 5 anemia; hypertension grade 3 (very high risk); renal atrophy of the right kidney (end stage); sequelae of cerebral infarction. On may 14, 2024, a central venous catheter kit was used to perform hemodialysis to improve anemia and other treatments. During deep venous puncture catheterization, after withdrawing from the needle, it was found that the guide wire could not pass through the puncture needle tip inside, and it was difficult to pull it out of the puncture needle. They removed the guide wire together (at the same time) with needle (from where it was inserted). The guide wire core broke, and it was connected. It was noted that the guide wire coiled. The guide wire did not break into pieces. There were no tools used when trying to remove the guidewire. No particular force was used to remove the guidewire. The needle and guide wire used were the ones included in the original kit. No special attention was paid about dimension before use. There were no other visible defect/damage found on the needle. No other defects/damages found on the product. No abnormalities were observed visually prior to use. No other products being utilized with the device. No cleaning agent used on the device. They followed the surgical procedure and required specifications. They stopped using it. They performed the operation normally after replacing the guide wire with the new catheter kit of the same manufacturer, and same model and the procedure was completed. There was no blood loss. Blood transfusion was not required. No medical intervention/treatment required as a result of the event. There was no reported patient injury.

Manufacturer narrative:
Additional information: g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was not returned, but a photo was available for evaluation. Visual inspection noted that one guidewire which was inserted into the puncture needle. The guidewire could not be easily removed from the puncture needle due to some obstruction. It was reported that the guide wire was unable to be withdrawn and frayed. The reported issues were confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: b5, g3. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, the patient was admitted to the hospital due to dizziness and fatigue for 20 years, which worsened with low back pain and dysfunction of food intake and excretion in the body for 2 days. The diagnosis was chronic kidney disease stage 5, chronic renal failure uremic stage, chronic kidney disease stage 5 anemia; hypertension grade 3 (very high risk); renal atrophy of the right kidney (end stage); sequelae of cerebral infarction. On (B)(6) 2024, a central venous catheter kit was used to perform hemodialysis to improve anemia and other treatments. During deep venous puncture catheterization, after withdrawing from the needle, it was found that the guide wire could not pass through the puncture needle tip inside, and it was difficult to pull it out of the puncture needle. They removed the guide wire together (at the same time) with needle (from where it was inserted). The guide wire core broke, and it was connected. It was noted that the guide wire was unwinding or unraveling. The guide wire did not break into pieces. There were no tools used when trying to remove the guidewire. No particular force was used to remove the guidewire. The needle and guide wire used were the ones included in the original kit. No special attention was paid about dimension before use. The dimension of the needle and guide wire matched what was indicated on the label. Flushing was not done prior to use. The insertion site was not treated prior to product placement. There were no other visible defect/damage found on the needle. No other defects/damages found on the product. No abnormalities were observed visually prior to use. No other products being utilized with the device. No cleaning agent used on the device. They followed the surgical procedure and required specifications. They stopped using it. They performed the operation normally after replacing the guide wire with the new catheter kit of the same manufacturer, and same model and the procedure was completed. There was no blood loss. Blood transfusion was not required. No medical intervention/treatment required as a result of the event. There was no reported patient injury.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, the patient was admitted to the hospital due to dizziness and fatigue for 20 years, which worsened with low back pain and dysfunction of food intake and excretion in the body for 2 days. The diagnosis was chronic kidney disease stage 5, chronic renal failure uremic stage, chronic kidney disease stage 5 anemia; hypertension grade 3 (very high risk); renal atrophy of the right kidney (end stage); sequelae of cerebral infarction. On (B)(6) 2024, a central venous catheter kit was used to perform hemodialysis to improve anemia and other treatments. During deep venous puncture catheterization, after withdrawing from the needle, it was found that the guide wire could not pass through the puncture needle, and it was difficult to pull it out of the puncture needle, and then the guide wire broke. They stopped using it and replaced the guide wire for use. There was no reported patient injury.